Event description:
Baxter reported that a home pt observed leakage from the pt line of the homechoice set during the initial drain cycle of their automated peritoneal dialysis therapy. Closer examination of the pt line revealed "physical damage" to the tubing which resulted in the leakage of effluent. No pt injury was reported by baxter.